Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) common device name (d2a), pro code (product code) (d2b), in section d - suspect medical device, premarket / 510(k) # (g4), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Femoral access puncture was performed and base activated clotting time (act) was 161 seconds. Transseptal puncture with a versacross connect was performed and heparin 5000 units were administered. The pigtail and watchman fxd curve access system were inserted into the laa. Subsequent transesophageal echocardiogram (tee) revealed a linear thrombus at the tip of the pigtail. The act was 471 seconds, and continuous heparin administration was initiated at 2ml/h through the sheath tube. Hence, tee showed the thrombus had disappeared. The continuous heparin was reduced to 0.5ml/h. The pigtail and watchman fxd curve access system were replaced with new ones and the procedure resumed. A 27mm watchman closure device was inserted and deployed; release criteria were met and the procedure concluded. The act after the procedure was 479 seconds. The patient safety regained consciousness with no neurological symptoms. In the physician opinion, since the patient had doac failure, it was better to administer heparin after the puncture. It is planned that next time, it will be administered at the early stage of the procedure, or administer it in two halves, half after puncture and half after septal puncture. The device is not expected to be returned for analysis (discarded). It was further reported that the device has been disposed. No difficulty noted during transseptal access. No versacross devices were in the patient when the thrombus was noted. In the physician's opinion, it is considered unlikely that the issue is product-related. The cause was that the timing of heparin administration was later than usual.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Femoral access puncture was performed and base activated clotting time (act) was 161 seconds. Transseptal puncture with a versacross connect was performed and heparin 5000 units were administered. The pigtail and watchman fxd curve access system were inserted into the laa. Subsequent transesophageal echocardiogram (tee) revealed a linear thrombus at the tip of the pigtail. The act was 471 seconds, and continuous heparin administration was initiated at 2ml/h through the sheath tube. Hence, tee showed the thrombus had disappeared. The continuous heparin was reduced to 0.5ml/h. The pigtail and watchman fxd curve access system were replaced with new ones and the procedure resumed. A 27mm watchman closure device was inserted and deployed; release criteria were met and the procedure concluded. The act after the procedure was 479 seconds. The patient safety regained consciousness with no neurological symptoms. In the physician opinion, since the patient had doac failure, it was better to administer heparin after the puncture. It is planned that next time, it will be administered at the early stage of the procedure, or administer it in two halves, half after puncture and half after septal puncture. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields model number, lot number, catalog number, expiration date (d4), in section d - suspect medical device, and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Femoral access puncture was performed and base activated clotting time (act) was 161 seconds. Transseptal puncture with a versacross connect was performed and heparin 5000 units were administered. The pigtail and watchman fxd curve access system were inserted into the laa. Subsequent transesophageal echocardiogram (tee) revealed a linear thrombus at the tip of the pigtail. The act was 471 seconds, and continuous heparin administration was initiated at 2ml/h through the sheath tube. Hence, tee showed the thrombus had disappeared. The continuous heparin was reduced to 0.5ml/h. The pigtail and watchman fxd curve access system were replaced with new ones and the procedure resumed. A 27mm watchman closure device was inserted and deployed; release criteria were met and the procedure concluded. The act after the procedure was 479 seconds. The patient safety regained consciousness with no neurological symptoms. In the physician opinion, since the patient had doac failure, it was better to administer heparin after the puncture. It is planned that next time, it will be administered at the early stage of the procedure, or administer it in two halves, half after puncture and half after septal puncture. The device is not expected to be returned for analysis (discarded). It was further reported that the device has been disposed. No difficulty noted during transseptal access. No versacross devices were in the patient when the thrombus was noted. In the physician's opinion, it is considered unlikely that the issue is product-related. The cause was that the timing of heparin administration was later than usual.